Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a radio frequency ablation procedure using the venclose catheter. During the procedure, the catheter approximately 10 cm from the heating element and burned their finger; no visible skin damage observed in the patient.

Event description:
A patient underwent a radio frequency ablation procedure using the venclose catheter. During the procedure, when held at approximately 10 cm from the heating element, the catheter burned the user's fingers. There was no visible skin damage observed to the patient. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one venclose vcrf 60cm catheter was received for evaluation. The device appeared to have residue throughout the outer housing. No visual damage was noted to the catheter coils. During visual testing, upon opening the handle, all wires were noted to be intact and in the correct position. In the back of the pcb, both tc wires (yellow/red) were noted to be split. The proximal battery was partially seated, and distal battery was fully seated in the battery holders. When original batteries were removed, both battery and battery pads noted to be clean. Under uv inspection, no glow anomalies were observed in both battery and battery pads. During the functional testing, the catheter was plugged into generator with original batteries and remained on the home screen (venclose logo). New batteries were inserted; catheter was plugged into generator without sd card. Temperature was noted to be increasing in the generator screen. Error 21 was presented in first long and short cycle tests. Both tc wires were noted to be split in the back of the pcb. Tested resistance between signal wires and it was out of spec. Based on the testing, evaluation, and photos, the investigation has determined that the excessive heating and error 21 (insufficient heating) is confirmed. The investigation is determined to be confirmed for the identified broken tc wire. The root cause for the excessive heating cannot be determined as the problem could not be reproduced but was most likley related to the broken tc wires. The definitive root cause for the identified broken tc wire cannot be determined based on the provided information as it is manufactured related issue labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (medical device lot #, medical device expiration date), g3, h6 (device, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.